Event description:
It was reported that during a low anterior resection procedure, there was some difficulty in firing as the firing handle was hard to grasp. As the anastomosis site was very low (about 5cm from the anus), it was hard to watch the staples' condition from the abdominal area, but the surgeon confirmed staples were properly formed from the anus. After the operation, a leak was found. Although the leak was not confirmed at the leak test, it was found on the next day when the radiographic was performed. Antibiotic was administered to the pt. There were no adverse consequences to the pt.

Manufacturer narrative:
Device was not returned for eval. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.